Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak and air bubbles. The customer¿s blood glucose was 107 mg/dl and it went to 300 mg/dl to 400 mg/dl. The customer reported that the reservoir was leaked in o ring. The customer reported that the size of air bubbles was a quarter inch. The customer reported that the self test was performed and passed. The troubleshooting was performed for fluid exposure reservoir leak and air bubbles. The reservoir will be returned for analysis.